Manufacturer narrative:
This report is submitted on february 19, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and was treated with an injectable steroid on (B)(6) 2024, to reduce the skin flap. The symptoms resolved, and the patient resumed use of the device.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2025 under general anesthesia due to report of issues maintaining connection with the implant. Subsequently, the patient developed an infection at the surgical site and prescribed with oral antibiotics (specific date and duration not reported). During the clinic visit on(B)(6) 2025, the patient reported swelling and pain around receiver stimulator. The patient was placed on a 2 week course of oral antibiotics. The implanted device remains.